Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5 - lens exchanged, due to excessive vault, on (B)(6) 2023 with a shorter length lens and problem was resolved. Status of eye "s/p evo icl exchange os 6 weeks. Iop's os decreased form lat visit (high 20's to low teens today). Patient has been getting seen every week to follow up on iop os. H6: device code: 1494: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo 13.7 implantable collamer lens of -16.00/2.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was removed because it was "too large." The lens was replaced with a shorter length. No patient injury reported. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.